Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a sigma cr knee in that was implanted at an unknown time and place. Patient had pain and osteolysis. Knee was revised to a tc3 with an mbt revision tray. It was also reported that there was a loosening at the bone/cement and cement/implant interface, unknown cement was used. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.